Manufacturer narrative:
Reference medwatch with pt for additional suspect device for this patient.

Event description:
Caller is unsure which coaguchek system produced each result. Caller states the pt tested 1.2 inr and approximately 2.0 inr during duplicate testing on 2 coaguchek systems. No action was reportedly taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in a medical facility.